Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glare/halos. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
Report source: user facility was incorrect; replaced by distributor. Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found haptic torn. (B)(4). Method: work order search performed and no similar complaints found. (B)(4).